Event description:
(B)(6) study: it was reported that acute bacterial endocarditis occurred. The patient was enrolled into the (B)(6) study in (B)(6) 2019 and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin or any other antiplatelet medications. Loading doses of 81 mg of aspirin and 300 mg of clopidogrel were given the day of the procedure. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25 mm lotus edge valve. Two days post index procedure, the patient was discharged home on aspirin and clopidogrel. In (B)(6) 2021, 477 days post index procedure, the patient was noted with acute bacterial endocarditis and aortic root abscess. Lab test, echocardiogram and diagnostic catherization were performed as a diagnostic procedure. On the same day, the patient was hospitalized for further evaluation and treatment. Medication was adjusted and the aortic root was replaced with radical aortic root reconstruction. The patient underwent a mitral valve replacement. One month after the reported observation, the event was considered recovered and on the same day the patient was discharged on aspirin and clopidogrel.